Manufacturer narrative:
(B)(4)

Event description:
The physician (not the original implanting physician) noted that the patient had one extension that did not look like it was hooked up to other extension per x-ray. The patient had 2 device systems, one of which looked complete and the other appeared not to be connected. The company representative also reviewed the x-rays and it appeared to him that it was not connected. Impedance check was normal. The stimulation was turned up and the patent got no response. The patient was taken to the operating room and the device was exposed. It appeared that the extension looked different ("like there was maybe one or no wires in it") but the other one had "several wires in it". Subsequently, the company representative turned the patient's device on low setting and was going to follow up in a couple of weeks to fine tune it. The patient had not contacted the physician or company representative and was assumed to be doing fine. Additional information was requested.